Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective mix bar. The fse replaced the mix bar to resolve the issue. Information not provided by customer. Initial reporter phone number is (B)(4). The beckman coulter internal identifier is case-2020-00903422.

Event description:
The customer reported the generation of false high glucose patient results on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for one (1) patient sample.